Manufacturer narrative:
(B)(4). The complaint (B)(4) vented autofeed humidification chamber is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a mr290 vented autofeed humidification chamber cracked. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was received at fisher & paykel healthcare (f&p) in new zealand where it was visually inspected and analysed. Results: visual inspection confirmed that a hole was found on the base of the chamber. Additionally, a stain (deposition) was found on the inside of the chamber dome and base. Further analysis of the subject mr290v vented autofeed humification chamber confirmed the presence sodium chloride and sodium bicarbonate. Conclusion: the degradation of the aluminium baseplate is due the presence of sodium chloride solution or sodium bicarbonate in the mr290v vented autofeed humidification chamber. Sodium salt is highly corrosive to aluminium. The presence of this solution could cause degradation of the aluminium plate over time. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject chamber would have met the required specification prior to distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber states the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Use usp sterile water for inhalation or equivalent."

Event description:
A healthcare facility in michigan reported via a fisher & paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber cracked. There were no patient consequences.